Event description:
It was found through a review of manufacturer's programming history database that high impedance was detected on the patient's device via system diagnostics on. The device was disabled that day. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported by the company representative that the patient's high impedance had since resolved. No further relevant information has been received to date.

Event description:
It was reported that the information that the patient's high impedance had since resolved was reported in error by the company representative. No further relevant information has been received to date. No known surgical intervention has occurred to date.